Event description:
The customer's husband reported the customer received an error 3 message when a blood sample was applied on the test strip. As a result, the customer reportedly experienced a diabetic shock and the paramedics were called. It was reported the customer experienced sweatiness and became near unconscious. The customer's husband also reported the customer was treated by the paramedics, but he did not know the exact treatment the paramedics provided to the customer. Additionally, the customer's husband reported the customer took glucose and drank orange juice to alleviate the symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if meter is returned.